Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys cea assay on a cobas e 411 analyzer (disk system). The sample initially resulted in a cea value of 9.28 ng/ml, accompanied by a data flag. The result was reported outside of the laboratory. A new sample from the patient was tested in a different laboratory with an unknown method, resulting in an unknown "low" cea value. On (B)(6) 2022, the initial sample was repeated, resulting in a cea value of 2.39 ng/ml. The repeat value is deemed correct. The cea reagent lot was 62773003 with an expiration date of 31-aug-2022.

Manufacturer narrative:
Calibration signals for calibrator level 1 were found within the expected range, but calibration signals for calibrator level 2 were found below the expected range. Quality controls were within specified ranges. Upon review of the alarm trace, no relevant alarm was observed. The investigation could not identify a product problem. The cause of the event could not be determined.